Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Photographs of explanted products were provided, however the event could not be confirmed. Photographs identified all devices were covered with blood and tissue. A material transfer was visible on the head likely from the liner. No other evaluations can be performed. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00875705801, shell with cluster holes porous 58 mm, lot#: 62573430; unk arcos femoral stem; unk arcos prox body; unk head. Report source: foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04879, 0001822565-2019-04881, 0001822565-2019-04882, 0001822565-2019-04883.

Event description:
It was reported that the patient underwent a revision procedure due to infection. Attempts have been made and additional information on the reported event is unavailable at this time.